Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the patient had an irregular heartbeat which caused the reported issue. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) paused pumping and therapy for an extended period of time; however, began pumping again. The end user switched to another iabp unit to continue therapy. No patient harm, serious injury or adverse event was reported.